Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas with a dexcom g7 cgm, with cgm connectivity reported as intermittent and meal entries reportedly inconsistent; the user treated with oral carbohydrates and glucose level rose during the call. Symptoms included low blood glucose without loss of consciousness or other acute sequelae. Outcomes included transient low glucose with self-management using oral carbohydrate and no medical intervention or hospitalization. Investigation included complaint review, device use history review, and user education on hypoglycemia recognition, confirmation, and treatment. Investigation of this case revealed that the cause of hypoglycemia was unclear, with contributing factors possibly including inconsistent cgm availability and incomplete meal entries. It was concluded that the event was user-manageable and non-serious, and that no device malfunction could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.